Event description:
Additional information was received that this device was explanted and returned for reliability analysis.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high, out-of-range (oor) pacing lead impedance measurement of greater than 2,000 ohms along with loss of capture. The patient was reported of not feeling well. The patient was reevaluated and will be scheduled for an epicardial placement. Additional information received indicates that the lv lead was surgically abandoned while the crt-d remains implanted. A new epicardial lead was successfully placed. No additional adverse patient effects were reported.